Event description:
Researched potential reasons for hand cable to overheat. Spoke the o/r staff and they both speculate that the wire was exposed and broken on the cautery cord where the rca jack plugs into the electrosurgical unit, in turn, causing the wire to short out, or not get enough current to pass through the wire that is broken ,heating just the rca (electrical connector) jack and melting away the insulation. Looking at the damaged cautery cord, it appears that is what happened. The cord wire, which is never visible because it is insulated, was extending out from the back of the rca jack and exposed with no insulation covering it and the cable portion which was not attached was almost identical except it had a frayed wire on its end which would inhibit proper electrical current flow. The reason for the exposed wire, which was reaffirmed by department personnel, could be from removing the rca jack incorrectly. The rca jack fits firmly in the cauterizing plug on the electrosurgical unit and by removing it by pulling the cable portion and not the body of the jack itself, over time, would cause it to seperate and expose the main wire and make a poor connection. An incident report has been filled out in regards to this matter. From my understanding, nobody had any type of bodily harm. Recommended that in the future to avoid any simular issues or problems would be to have a short training class pertaining to the correct way to connect and reconnect a cautery cord and also it may be good practice to visually inspect all cables and cords for defects before using them.the force 2 unit was inspected by biomed using an electrosurgical analyzer to verify that is was operating in accordance to manufacturer's specifications. Problem could not be duplicated. Manufacturer valley lab (covidien) was contacted in regards to this incident. The overall recommendation was to have the electrosurgical unit force 2 sent to them for an in depth evaluation to ensure correct operation. Manufacturer response (as per reporter) for electrocautery unit, covidien valley lab:no response yet.

Event description:
Researched potential reasons for hand cable to overheat. Spoke the o/r staff and they both speculate that the wire was exposed and broken on the cautery cord where the rca jack plugs into the electrosurgical unit, in turn, causing the wire to short out, or not get enough current to pass through the wire that is broken ,heating just the rca (electrical connector) jack and melting away the insulation. Looking at the damaged cautery cord, it appears that is what happened. The cord wire, which is never visible because it is insulated, was extending out from the back of the rca jack and exposed with no insulation covering it and the cable portion which was not attached was almost identical except it had a frayed wire on its end which would inhibit proper electrical current flow. The reason for the exposed wire, which was reaffirmed by department personnel, could be from removing the rca jack incorrectly. The rca jack fits firmly in the cauterizing plug on the electrosurgical unit and by removing it by pulling the cable portion and not the body of the jack itself, over time, would cause it to separate and expose the main wire and make a poor connection. An incident report has been filled out in regards to this matter. From my understanding, nobody had any type of bodily harm. Recommended that in the future to avoid any simular issues or problems would be to have a short training class pertaining to the correct way to connect and reconnect a cautery cord and also it may be good practice to visually inspect all cables and cords for defects before using them.the force 2 unit was inspected by biomed using an electrosurgical analyzer to verify that is was operating in accordance to manufacturer's specifications. Problem could not be duplicated. Manufacturer valley lab (covidien) was contacted in regards to this incident. The overall recommendation was to have the electrosurgical unit force 2 sent to them for an in depth evaluation to ensure correct operation. Manufacturer response (as per reporter) for electrocautery unit, covidien valley lab:no response yet.